Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial/batch number: (B)(4); model/catalog description:  linear st lead kit 50 cm.

Event description:
A report was received that the patient was not getting foot stimulation coverage. The patient underwent a lead revision procedure wherein one lead was added for the foot coverage.